Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings, off no power alert and low battery alert. The customer's blood glucose value was 498 mg/dl. The customer treated with a shot. The customer did not receive low battery alert prior to the off no power alert. The customer declined to troubleshoot for high readings and no delivery and ate dinner. The product was not returned for analysis.